Event description:
The patient reported they had their pump refilled on (B)(6) 2012. They stated it had started alarming at that time. They noted that it had been six months at the time of the report. The printout indicated the patient was due to alarm on (B)(6) 2013. They stated they did have an appointment made for the week following the report when their doctor was back from deployment. They were noticing some symptoms including having a lot more pain. They noted that four weeks prior to the report that were admitted ¿for the same reason that they had their pump¿. The healthcare provider kept saying ¿they could not do much for them because they had the pump¿. The patient stated she understood, but they were in pain. The last two weeks or so the patient stated they had increasing pain, increasing nausea, and flu-like symptoms. They ¿felt miserable¿ on the day of the report. The patient confirmed that they were not alarming as of the date of the report. Based on information provided on the printout, it was calculated that the patient had 1 mg of drug left in the pump on the day of the report. Based on the patient¿s concentration of 10 mg/ml, it was thought the patient had 0.8ml left in their pump. The medication used within the system was dilaudid. The patient later reported that their low reservoir alarm was 2 ml¿s. The patient stated they had an appointment scheduled for 9:45 on (B)(6) 2013. The patient¿s eri was noted to have been 27 months in (B)(6) 2012.

Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).